Event description:
It was reported that the patient upgraded to this cardiac resynchronization therapy defibrillator (crt-d) developed a hematoma in the device pocket. The patient was subsequently admitted to the intensive care unit for close monitoring. This device remains in service. No additional adverse patient effects were reported.